Event description:
It is reported the surgeon suspects the patient is experiencing an infection.

Manufacturer narrative:
The devices have not been revised, therefore their exact conditions are unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with the FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the products caused or contributed to any patient infection. A root cause is unknown.